Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with a cracked touchscreen became unusable for navigation, the device was synced prior to shut down, and a replacement device was arranged; the user transitioned to backup therapy and continued cgm use on the dexcom app. Symptoms included no reported physical injury and the user felt fine. Outcomes included interruption of insulin pump therapy and the need to replace the device, without hospitalization. Customer service provided troubleshooting steps. Investigation included collection of device history and use information. Investigation of this case revealed physical damage to the display that prevented normal operation. It was concluded that the event was due to damage to the device¿s touchscreen, with no medical intervention required and resolution through device replacement and backup therapy.